Manufacturer narrative:
This device remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements as well as high thresholds. There was no loss in pacing or noise on the lv lead. No adverse patient effects were reported. At this time, this lead remains in service, although the health care professional (hcp) is considering lead replacement in the coming weeks. Information received from the field indicates this lv lead has been surgically capped/abandoned, and another lead was successfully implanted. No additional adverse patient effects were reported. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced due to physician preference (an x4 electrode was preferred for the lv lead).

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements as well as high thresholds. There was no loss in pacing or noise on the lv lead. No adverse patient effects were reported. At this time, this lead remains in service, although the health care professional (hcp) is considering lead replacement in the coming weeks.